Event description:
Event description cpi received information that this bipolar lead was removed from service. During a routine replacement procedure of an implantable cardioverter defibrillator (ICD) the bipolar lead was noted to have 'insulation failure'. The physician elected to replace the lead with two new leads.